Event description:
It has been reported to philips that the screen became blank during a procedure. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was performed when the issue happened, and procedure completed by transferring the patient to another hospital. The philips field service engineer (fse) inspected the system onsite and confirmed screen went black during a procedure. After reviewing log file, fse found malfunction of the flex vision pc. Upon troubleshooting fse found the system frozen at the start up screen with the flex vision monitor displaying a system recovery message. To resolve the issue, the fse replaced the flex vision pc and the spare hdd. After replacing flex vision pc and spare hdd, system returned to good working condition. The codes were updated based on the investigation outcome.